Event description:
It was reported that during intra-aortic balloon (iab) therapy, the alarm "check iab catheter, catheter remains in sheath" occurred multiple times. Therapy was discontinued. There was no reported patient injury.

Manufacturer narrative:
'Date received by mfg' on prior emdr was 04/30/2019, not 05/01/2019.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the alarm "check iab catheter, catheter remains in sheath" occurred multiple times. Therapy was discontinued. There was no reported patient injury.

Manufacturer narrative:
An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The product was returned with the membrane completely unfolded with traces of visible blood on the exterior and interior of the catheter. One kink was found on the catheter tubing near the y-fitting approximately 76.2 cm from the iab tip. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation determined there was a kink in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. The evaluation was unable to duplicate the reported alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint : (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the alarm "check iab catheter, catheter remains in sheath" occurred multiple times. There was no reported patient injury.